Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: date: (B)(6) 2011, inratio: 2.5, lab: 3.2, ng, 4.2, 29. Lab draws were performed soon after meter tests. Pt is currently in the hosp on an unrelated issue and has been confirmed for another procedure with lab results as basis for performing the procedure. Pts wife (coumadin user) tested herself on the inratio meter and was satisfied with the results. Inratio = 4.3, lag = 3.4.